Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that this left ventricular (lv) lead was fractured which was confirmed through an x-ray. The physician thought that this lead may have been damaged at the prior device replacement ten years ago. This lv lead was surgically abandoned. No additional adverse patient effects were reported.